Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving adequate stimulation. Changing programs did not resolve the issue. The pt indicated that she wished to have the system explanted. The pt's physician has not determined if and/or when the pt will be explanted.